Event description:
A nurse reported to a baxter sales representative that slight leakage was found from the sleeve while the patient was draining. This was found when the patient opened the sleeve a little. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). No further information is available at this time. A follow up report will be submitted when the evaluation results become available.